Event description:
As of 18apr2019, additional information was received from the consumer via email questionnaire which had confirmed that the incident happened last (B)(6) of the year 2013. The consumer added that he experienced blurred vision, tearing and swelling in his right eye. He also noted that the symptoms began upon removal of the lenses. After he had experienced the symptoms mentioned, he sought medical attention on (B)(6) 2013 and was then diagnosed with an unspecified corneal ulcer. He was advise to discontinue contact lens usage. On the same date (B)(6) 2019, medical records were received from the consumer which had confirmed his treatment regimen and medical visits. His medical visit started on (B)(6) 2013, where he was given doxycycline hyclate 100 mg 1 capsule by mouth two times daily which was discontinued on (B)(6) 2014. The consumer was also given tobramycin 15mg/ml soln ophthalmic 10ml 1 drop into his right eye every hour which started (B)(6) 2013 to 05mar2014, vancomycin 25 mg/ml ophthalmic 5ml 1 drop into the right eye every hour from 06aug2013 to (B)(6) 2014, vancomycin 25 mg/ml ophthalmic 10ml 1 drop into the right eye every hour from (B)(6) 2013 to (B)(6) 2014. Historical medications would include folic acid 1 mg tablet, ciprofloxacin 0.3% ophthalmic ointment into his right eye four times daily which was ended on (B)(6) 2014. The consumer was also prescribed with hydroxyurea 500mg capsule by mouth two times daily which was taken on (B)(6) 2017. He was also taking naproxen 500 mg tablet which started (B)(6) 2013 to (B)(6) 2014, tobramycin 0.3% ophthalmic solution placed into his right eye four times daily which started (B)(6) 2013 to (B)(6) 2014, tobramycin 15 mg/ml solution fortified 1 drop into his right eye every hour which started (B)(6) 2013, atropine 1% ophthalmic solution 1 drop into his right eye two times daily which ended (B)(6) 2014. The consumer was diagnosed with corneal ulcer with hypopyon and scheduled for penetrating keratoplasty electively as of (B)(6) 2013. It was discussed by the ecp that there will be potential risk for vision loss. The consumer was scheduled for a medical visit two weeks after around (B)(6) 2013. The consumer returned for follow visit on (B)(6) 2013. A culture test had confirmed that the consumer had a pseudomonas bacterial corneal ulcer on his right eye. It was also noted that consumer had an amniotic membrane graft last (B)(6) 2013 and bacterial keratitis which started (B)(6) 2013. According to the consumer's snellen results he was only able to see hand motion only on his right eye. He also undergone tonometry pressure test with hazy pupils view on the right eye and slit lamp exam which had showed thinning in the cornea. The consumer was planned for an elective penetrating keratoplasty on (B)(6) 2013. He was scheduled for another medical visit within two weeks around (B)(6) 2013. On (B)(6) 2013, it was indicated in the medical records that the consumer was treated for pseudomonas ulcer in the right eye with fortified tobramycin four times a day, ciprofloxacin ointment four times daily, and dexamethasone ointment four times per day. The consumer confirmed that his vision feels injected and irritated. The consumer undergone another set of ophthalmic exams such as snellen, tonometry and slit lamp exam which had showed that the cornea had a central consolidated stromal scar. The consumer was scheduled for another visit within four weeks around (B)(6) 2013. On 09oct2013, it was noted in the medical records that consumer returned for follow up and was treated with ciprofloxacin ointment four times daily and dexamethasone ointment twice daily. He noted that the vision is the same and had experienced pain occasionally. The slit lamp exam had showed a temporary anterior synechiae in the anterior chamber. The consumer was advised to decreased dexamethasone to once daily and continue ciprofloxacin four times daily. He was scheduled for another visit within three weeks around (B)(6) 2013. On (B)(6) 2013, consumer returned for follow up. It was noted in the medical records that he is to continue treatment with ciprofloxacin four times daily and dexamethasone ointment daily. The consumer indicated that he feels more comfortable and is awaiting for the surgery to improve vision. The slit lamp exam showed a large inferior macrocyst. The ecp noted that cornea was stable but was badly damaged and will wait for it to settle down before considering surgery. It was also indicated that the infection was cured, with no active infiltrate or epithelial defect. The consumer was scheduled for follow up within 3 months around 3(B)(6) 2014. On 12dec2013, the consumer was given work related restrictions such as no hazardous activities due to poor vision for 20 weeks because his job would demand vision and hearing ability. On (B)(6) 2014, the consumer returned for follow up due to severe blurred vision that worsens throughout the day and noted that he can only see bright light. It was identified that the consumer had glaucoma and corneal opacity. The consumer already tried using glasses, and confirmed that there was no improvement after treatment. The slit lamp exam had showed iridocorneal adhesions in the anterior chamber. The ecp noted that the right cornea had a significant opacity with vascularization and indicated to give bevacizumab solution injection 25 mg/ml 1.25 mg by intravitreal od four times a day od as medication to prepare the eye for future transplant. He was also prescribed with brimonidine-timolol 0.2-0.5% ophthalmic solution 1 drop into the right eye two times daily to treat the pressure on his eye and was referred for a glaucoma evaluation. The consumer was scheduled for another follow up within a month around (B)(6) 2014. On (B)(6) 2014, consumer returned for follow up and had undergone open angle glaucoma exam. The consumer was advise to continue brimonidine-timolol 0.2-0.5% ophthalmic solution 1 drop into the right eye two times daily. The consumer was scheduled for another visit within four months around (B)(6) 2014. On (B)(6) 2014, consumer returned to his ecp and was diagnosed with sickle cell retinopathy. The slit lamp exam had showed that the cornea had become coned shaped. The consumer was recommended to continue bevacizumab solution injection for an additional three months and will re-evaluate in order to proceed with the transplant. A b-scan ultrasound was performed which demonstrated some optic disc cupping. The consumer was also advised to continue brimonidine-timolol 0.2-0.5% ophthalmic solution. He was scheduled for follow up within three months around (B)(6) 2014. On (B)(6) 2014, the consumer returned for follow up and confirmed no changes in his vision from his last visit. It was also noted in the medical records that the consumer had some treatment compliance misses. The consumer added that the can normally see the light but he cannot today. As part of his treatment plan, he was given diclofenac sodium oral by mouth. He was advised to stop brimonidine-timolol but consumer requested to continue until surgery. The consumer was scheduled for follow up within six months around (B)(6) 2015. On (B)(6) 2014, the consumer returned to his ecp and confirmed that although he was advise to continue his recent medication, he forgets the drops about 50% of the time. Ecp noted that consumer's vision did not have much improvement even after treatment. Surgical options were discussed including rejection, loss of vision, infection, retinal detachment and increased iop. In addition ecp noted that he was not sure that the consumer's vision will improve at all even after surgery. The consumer decided to proceed with the surgery was given a schedule within the next few months. He was advised to continue the recent medications prescribed. On (B)(6) 2015, the consumer returned for follow up with humphrey visual field test. He confirmed that the vision is stable since last visit. Slit lamp exam showed a poor view in the consumer's iris. The consumer will be monitored and was scheduled for a follow up within a year around (B)(6) 2016. On (B)(6) 2017, the consumer returned to visit his ecp and confirmed that he was allergic to pineapple. According to the medical records the consumer was diagnosed with proteinuria and was evaluated for renal biopsy. No further data was indicated.

Manufacturer narrative:
Patient code: 3191 no code available for large inferior macrocyst and iridocorneal adhesions in the anterior chamber the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Sampling inspection and trending was done which shows that there were no nonconformity or deviations during the manufacturing process which may relate to the nature of the complaint. Based on the investigation, this lot has passed through all manufacturing process as required by the procedures. The lot confirmed to meet all in-process and finished product specifications at the time of release. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a male consumer on (B)(6) 2019 via telephone, he indicated that he was diagnosed with an unspecified corneal ulcer in his right eye which he subjectively described to have made him blind last (B)(6) 2012. Laboratory tests, medical follow up and treatment modalities were not disclosed. The consumer's current eye condition remains unknown. As of (B)(6) 2019, additional information was received which had confirmed that the consumer had worn the suspected product to sleep which he declared to have caused the ulcer. He personally claimed that he can no longer see. The consumer also indicated that he was treated in the hospital, however medical records were not provided. Laboratory tests, treatment regimen and any surgical intervention was not confirmed. The consumer's current eye status was not disclosed. No other details provided.